Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc and evaluation is currently underway. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and at home, and his wife was present. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, four inappropriate shocks were delivered. The rhythm at the time of each shock was asystole, and the rhythm after each shock was asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed. No sustained ventricular tachyarrhythmias were detected. The patient passed away (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as patient was already in a non-life sustaining, non-treatable rhythm.